Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
All buttons functioning properly. No damage in the keypad assembly noted. Insulin pump was monitored. Time clock advances. No frozen display noted. Insulin pump had a cracked case near lcd window corner, cracked lcd window, cracked reservoir window tube lip, cracked battery tube threads and stained end cap sticker.

Event description:
It was reported that the insulin pump had three cracks on the screen and the customer could hardly read the display. The customer's blood glucose was unknown. Nothing further was reported.